Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardiac monitor showed false pause episodes due to under-sensing. Patient remained asymptomatic throughout the event.

Event description:
New information noted that false pause episodes due to under-sensing continued with device at most sensitive setting.